Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed a diagnostic issue where an automatic mode switch (ams) episode from the pacemaker with no corresponding electrogram (egm). No intervention has been performed. There were no patient consequences.